Event description:
Reported as "weight regain, possible to eat bigger portions -> x-ray control showed aneurismatic disformation."

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 01/may/2009. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling instructs surgeons to "inspect the inflatable portion of the band or uneven inflation or leaks prior to product placement." A possible cause of the event includes over-inflation of the band with sterile saline. The exact cause of the event cannot be determined. Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."